Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
It was reported that the airway pressure could not be maintained when the user switched the ventilation mode from manual to ippv. This was indicated by pressure curves disappearing from screen and corresponding alarms the device had posted. The user decided to replace the device. No patient consequences have been reported.

Manufacturer narrative:
The customer reported that, after changing the mode from man/spont to ippv, it was impossible to establish a sufficient ventilation despite the ventilator was cycling. "Minute volume low" and/or "airway pressure low" alarms were posted while the problem was readily apparent to the user already due to missing pressure curve. Log file analysis revealed that several instances of "ex port leakage" events were recorded before and during the procedure in question. This points to an issue with the peep/pmax valve. On-site inspection of the device could initially duplicate the "ex port leakage" condition. During attempts to narrow-down the root cause the problem disappeared and could not be reproduced anymore in a 1-week endurance run. The log file contains entries which reasonably suggest that a leakage occurred during inspiration phase via the peep/pmax valve. The exact mechanism of fault remains undiscovered as the error condition disappeared during the complaint investigation. However, it can be concluded that the device responded as specified to a deviation of unknown origin - it was detected and brought to the user's attention by corresponding alarms. No patient consequences have occurred.

Event description:
Please refer to initial MFR. Report #9611500-2016-00006.